Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed for both lot numbers provided and the product lots met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient experienced an infection at the pod¿s insertion site while wearing the device three days on the lower back. While the pod was being changed, the patient noted bruising at the site. Three days later the site was "the size of a goose egg" and had developed into an infection. The patient thought "something like a piece of the cannula or metal is stuck in the site". On (B)(6) 2018, the patient went to the walk in clinic where she was prescribed teva-cephalexin to take four 500 mg pills a day for 7 days. Due to the swelling the doctor was unable to determine if anything was stuck in the site. The patient could not remember which box the pod was from but there were two possible lots; l43275 or l43422. A new pod was activated and the patient did not experience any further irritation with the new pod.